Event description:
It was reported to philips that the geometry movement were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the electro-physiology (cardiac arrhythmia, lead management) diagnostic procedure which was delayed by approximately one hour and completed using another system. A philips field service engineer (fse) went onsite and confirmed that when the customer trying to move the arch, the system shows a geometry error. The analysis of the system log file identified the geometry errors: motor assembly error [axis=frtidr]. Upon troubleshooting, it was found that the failure of the arc motion controller and the cause of the issue was the frontal stand - amc controller. To resolve the reported issue, the fse replaced the arc movement controller (amc triple servo drive hp-lp-lp), and calibrated. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.